Event description:
It was reported that the customer had used an expired product during the procedure. It was also reported that the customer only realized this after it was used in the patient. It was further reported that there was no adverse consequences and no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that the customer had used an expired product during the procedure. It was also reported that the customer only realized this after it was used in the patient. It was further reported that there was no adverse consequences and no delays as a result of this event and the procedure was completed successfully.